Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the up and down arrow are sticking and causing the insulin pump to alarm button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm or the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.